Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device malfunctioned and displayed a message stating to contact olympus (communication error). No patient harm was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the main unit flooded, dents found on the video connector and the electrical contacts, corrosion at the electrical contact point of the video connector and corrosion on the scope mount. It was confirmed that there was no water tightness failure in the present product. This issue is addressed in the instructions for use (IFU): the indication to contact olympus appeared. IFU applicable sections. Otv-s190 operation manual chapter 9 when an abnormality occurs 9.2 identifying and dealing with abnormalities what to do when an error message appears on the endoscope screen if anything other than an error message is displayed, turn the power off and then on again. If the function is not restored after restarting, please contact olympus. There is flooding in the main body. IFU applicable section. The following is described in the "warning" section of the instruction manual "for safe use_endoscope image disappears or freezes. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electrical circuits. The root cause of the reported event could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was further reported that the issue was found during preparation for use for a trans urethral resection of bladder tumour (turbt) procedure. The procedure was completed with a similar device without any delay.